Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer was also received change sensor alert. The customer reported blood glucose value of 74 mg/dl and 260 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Hypoglycemia was treated with glucagon and glucose/carb intake. The event involved product(s) mmt-242a, mmt-7040a, mmt-1884, mmt-332a. Troubleshooting was not performed for hyperglycemia and hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for sensor alerts. Customer was advised to replace the sensor. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a.

Event description:
Updated summary: customer reported having change sensor alert. Customer could not test the transmitter. Customer was not wearing the guardian 4 sensor on the back of the upper arm as per hcp instruction. Customer also had low blood glucose of 90mg/dl on (B)(6) 2025 per (B)(4) that he treated with glucose tablet and carbohydrate intake. Glucagon was not used. Customer also had high blood glucose (value not specified) on (B)(6) 2025 per (B)(4) that he treated with the pump. Manual injection was not used. Customer said he will call back later to troubleshoot the high and the low after the transmitter is fully charged so he can test it. Customer said he also needed to look for the blue tubing clamp. It was unknown if pump was used within 48 hours of the high and low. It was unknown if smartguard was used at the time of the high and low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (removed health effect - clinical code 1912 and it's related health effect - impact code 4644) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.